Event description:
It was reported to boston scientific corporation in 2006 that a wallstent endoprosthesis endoscopic biliary device was used during a ercp procedure performed in 2006 (patient age, gender and weight are unknown). According to the complainant, it was not possible to introduce the guidewire (jagwire 260) in the guidewire lumen of the biliary wallstent catheter. Because of a lot of friction, the stent catheter was damaged. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device analysis found that the inner lumen was broken at the skived area. The distal end of the inner lumen had been withdrawn from the outer sheath on its return and had a 0.034" guidewire inserted through it. When an attempt was made to remove the guidewire from the inner lumen, a restriction was met. Further analysis found that part of the returned guidewire had broken and got caught in the broken distal section of the inner lumen. Visual examination could not identify the cause of the guidewire becoming caught in the inner lumen. On further dissection of the distal section of the broken inner lumen it was possible to remove the piece of guidewire and insert another without any issue noted. It is noted that the device failed to meet specifications in its returned condition. A review of the device history record (DHR) was performed; no anomalies were noted.